Event description:
Brush heads keep coming loose - oral-b [device connection issue]. Case narrative: male consumer via phone stated that the oral-b toothbrush heads kept coming loose mid-brushing with his oral-b genius toothbrush. No injury was reported. 06-apr-2023 case update: the concomitant product lot was bh02641201. No injury was reported. 13-apr-2023 case update from information initially received on 06-apr-2023: the concomitant product was oral-b power rechargeable toothbrush handle 3771. No injury was reported.

Manufacturer narrative:
17-apr-2023 concomitant product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads keep coming loose - oral-b [device connection issue] case narrative: male consumer via phone stated that the oral-b toothbrush heads kept coming loose mid-brushing with his oral-b genius toothbrush. No injury was reported.